Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. The needle was disassembled and inspected. No visible soldering gaps or voids were found. Microscopic inspection of the vacuum sleeve was conducted and no corrosive pits or soldering flux residuals were identified on the external surface of the vacuum sleeve. A bubble test of the vacuum sleeve was conducted and a leak was identified at the top end of the sleeve. The leaked zone was further investigated under microscope and a hole on the external tube crimping area was observed. The root cause of the hole development is not known.

Event description:
The customer reported that durining the first freeze cycle the doctor noticed the shaft of one of the iceforce 2.1 cx 90° cryoablation needle started to collect frost. The patient's skin was covered with gel to protect the skin. However, the skin surface was frozen. The patient was discharged home without any other patient sequelae reported.